Event description:
Customer called to report the pump's driver arm was very loose. It was stated that driver arm was loose and tended to fall out of place. Customer is partially blind making it very difficult to continue troubleshooting the device.